Event description:
It was reported that the lead was capped and replaced due to skin infection. During procedure physician noted insulation damage under the trifurcation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.